Event description:
A report was received that the patient was experiencing shooting pain and it was believed that it was coming from the stimulator. The patient underwent an explant procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that the shooting pain was not device related. The explanted devices were not returned to bsn as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. Model#: sc-3138-25, serial #: (B)(4), description: scs phiii ext 35cm.

Event description:
A report was received that the patient was experiencing shooting pain and it was believed that it was coming from the stimulator. The patient underwent an explant procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively.